Event description:
Following a diagnostic catheterization procedure, a vasoseal elite was deployed. Following deployment a compression bandage was applied to the site. Later that evening the patient complained of pain in right groin. A 4x4x7.5 cm hematoma was noted at the groin site. An ultrasound of the groin revealed a pseudoaneurysm that could not be resolved by ultrasound guided compression. The patient's hemoglobin decreased at this time. A compression bandage was applied and the size of the pseudoaneurysm decreased a bit. Clexane was discontinued. The next day the hematoma was treated surgically including a vessel suture. The patient was stable and at the time of this report, no transfusion was necessary. No further complications were reported.